Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise. The distal tip of the electrode was found via x-ray to have lifted from the fascial plane. A revision procedure was performed wherein an incision was made at the distal end of the electrode and it was subsequently affixed to the fascia. Several hours after revision, noise was observed that was suspected consistent with air entrapment that was ruled out following provocation testing that exhibited noise in all vectors. Boston scientific technical services (ts) reviewed device data noting an untreated episode from several months prior that exhibited noise in the secondary vector similar to what the physician was able to recreate via testing. The recent episode resulting in inappropriate shock exhibited a smaller amplitude signal with what appeared to be myopotential noise in primary vector leading ts to suggest there were two different morphologies of noise with potential different causes. The field representative mentioned the patient was of large stature and device shift may have occurred potentially resulting in the observed behavior. However, as there was no definitive explanation for reported observations, ts advised additional system testing and consideration of intervention pending those results. Information was later received indicating the patient left the hospital with the device programmed off despite the physician's warning. The patient is expected to present for further evaluation though a specific timeframe has note been provided. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Additional information was received indicating the patient was seen for follow-up at a second facility at which time the physician noted the distal incision was red and "disgracious". A revision procedure will be performed on an unspecified date to remove the s-ICD system and implant a transvenous ICD. No additional adverse patient effects were reported.